Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with lumbar stenosis, ddd l4-s1, low back pain, and hnp left l5-s1. The patient underwent 360 fusion l4-5, l5-s1 using cage prostheses, local bone, posterior instrumentation, and rhbmp-2/acs. There were no noted complications. Patient was discharged on pod 1. At 941 days post-op, an MRI of the lumbar spine indicated 'the patient is status post laminectomy and fusion at l4-5 and l5/sl. The changes of degenerative disk disease are seen involving the remaining disks of the lumbar spine. These findings result in moderate central spinal canal stenosis at l3-4. This has increased since the previous examination. Mild, bilateral, neural foraminal stenosis is seen at l3-4. At 1305 days post-op, an imaging study indicated 'stable moderate spinal canal stenosis at l3-l4 which is unchanged from (B)(6) 2009. Postoperative changes at l4-ls and l5-s1 secondary to a lumbar and lumbosacral fusion. Overall stable lumbar spine MRI study since (B)(6) 2009.'